Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate heavy calcification, horizontal aorta, and general tortuous anatomy that may have generated stored tension in the system may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in the united kingdom, it was a case with a 29mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, balloon aortic valvuloplasty was completed using a 22mm balloon prior to valve deployment. The valve alignment was done in a straight section of the anatomy without difficulties. However, it was difficult to cross the native valve due to heavy calcification and the valve was between markers before deployment. During valve deployment, the valve embolized into the aorta. An attempt was made to finish the inflation quickly to anchor without success. The valve was left implanted in the descending aorta. Upon removal of the devices no damage was observed on edwards devices. A second valve was successfully implanted with extremely slow inflation. The valve anchored in an 80/20 position with great result on fluoroscopy and hemodynamic measurements. The patient will have a CT scan to assess the embolized valve in descending aorta position and left the lab in a stable condition. The perceived root cause of this event was heavy calcification, horizontal aorta, and general tortuous anatomy that may have generated stored tension in the system.